Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that a bravo capsule was placed on (B)(6) 2014 and was still attached on (B)(6) 2014. The patient was experiencing pain and an x-ray was performed. The physician received all the required information regarding a technique to detach a retained capsule.